Event description:
It was reported the patient ((B)(6)) experienced gradual loss of stimulation with occasional shocking sensation. Diagnostics determined invalid impedances on the scs lead. Subsequently, the lead was explanted and replaced with a different model which resolved the issue. Reportedly, the patient has effective stimulation postoperatively.

Manufacturer narrative:
Evaluation codes:result the report of invalid impedance readings was confirmed. Visual inspection of the returned lead found that approximately 50mm from a butterfly anchor impression, on the lead body, all internal wires are broken. The fractures are in close proximity and could have intermittent stimulation which could be perceived as a ¿shocking¿ sensation.sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.